Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because there was a rupture in the tubing from the balloon. All the components were removed and replaced with no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because there was a rupture in the tubing from the balloon. All the components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon tubing had torn from wear due to filament fatigue. The balloon tubing had a fluid leak from wear due to filament fatigue. The balloon passed the functional test. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff had wear at a fold, the cuff passed the leakage test. The pump was visually inspected, leak and functionality tested. The pump passed the visual examination, leakage and functional test. Based on the information available and analysis results, can be concluded that the balloon tubing had torn due to filament fatigue was the most probable cause of the complaint; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.